Manufacturer narrative:
It is unk if the sample is available for investigation, therefore, the investigation report is incomplete at this time. A follow-up report will be sent when investigation is complete.

Event description:
The event is reported as: during laparoscopic cholecystectomy, the operator used the hem-o-lok clip to close cystic duct. After about 1 year, the hem-o-lok clip was found in the common bile duct.